Manufacturer narrative:
(B)(4). Date sent: 1/4/2017. Batch # n54p0t. Additional information requested and received: can you please confirm the nature of the problem experienced by the customer and the lot number of the ats45 device. Bottom end of stapler cartridge discharged staplers when loading into device. The analysis results found that the ats45 device was received with the firing mechanism damaged and with three tr45w reloads present. The reloads were received partially fired 1/2 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the lockout plate was found out of position. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, there was an unknown problem with the device. Procedure completed with same/like device. There was no adverse consequence to the patient.